Event description:
After I received the essure in (B)(6) of 2014 I started to notice rashes, head pressure, dizziness, pelvic pain, eye problems, no also severe back pain prior to my periods, itchy scalp, hair loss, throwing up and tube pain. I also suffer from joint pain, now switching of one eye, numbness of fingers, like needles. Pain everyday, chest pain I've been to emergency room three times so far.